Event description:
It was reported that the customer received an altitude alarm after going into the water at the beach. The customer's blood glucose level was not impacted. The customer let the pump dry. There was a temporary delay in clearing the alarm and resuming insulin delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.